Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm total units during event date units of normal bolus due to insufficient data. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 22 mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer thinks that it could have been basal delivery manually because her sensor failed. The customer reported a blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was performed but the issue was not resolved. The event involved product(s) mmt-1884l, mmt-332a, mmt-399a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer using the insulin pump system within 48 hours of reporting a low blood glucose event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-399a.